Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and pacing impedance variation. The rv lead exhibited undefined high pacing impedance. A fracture of the rv lead was confirmed. The rv lead explanted and replaced. No patient complications have been reported as a result of this event.